Manufacturer narrative:
This event involved two gore viabahn® endoprosthesis. Device #1 manfacture report #2017233-2015-00317; device #2 manfacture report #2017233-2015-00316.

Event description:
The patient presented with a thoracic aortic aneurysm. During the procedure, a solo path sheath was used to successfully implant a conformable gore® tag® thoracic endoprosthesis. When removing the solo path sheath, the left external iliac artery was torn. An occlusion balloon was used to stop the bleeding and two gore® viabahn® endoprosthesis were implanted to treat the external iliac artery tear. Final angio confirmed the vessel tear was sealed and good flow was present through the two gore® viabahn® endoprosthesis. After the initial procedure was completed, the patient started to move around and "coded." An angio revealed a new vessel tear 2cm distal to the previously placed gore® viabahn® endoprosthesis. Two additional gore® viabahn® endoprosthesis were placed to treat the new vessel tear; however, the patient expired during the second procedure to seal the new vessel tear and stabilize the patient. The reported cause of death was reportedly related to an increase in co2 levels related to the resuscitation.